Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 24 x 3.00 mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.